Event description:
Product representative had a sample of new orthopedic suction system. He told the circulator and scrub tech that it was sterile and to use it on this case. It was in a sealed wrapper. He called the next day and said he was mistaken and the product was not sterile. The item was in a package that looks exactly the same as the sterile packaging would look. Has a potential for look-alike errors, (catalog number and lot number per manufacturer), did not have packaging, not notified until the next day.